Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After this procedure, the patient experienced increasing abdominal pain. A sonography, endoscopy and a surgical consult were performed. On (B)(6) 2017, after an x-ray, a pneumoperitoneum (on the right side) was found. The patient received antibiotic i.v. Unacid. After laboratory tests and close cardiovascular monitoring, it was decided to start duodopa therapy on (B)(6) 2017.